Event description:
The surgeon reported a porous acg was removed and replaced during the same procedure. No further complications or pt injury were reported. The sample was disposed of at the hosp. No further details of this event or the pt are available.